Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On the morning of (B)(6) 2023, the patient¿s son found the patient diaphoretic, incoherent, and eventually unresponsive in bed. The patient¿s cgm reading was 130 mg/dl and the bg meter reading was 40 mg/dl. The patient¿s son called emergency medical services (ems). Once ems arrived, the patient¿s cgm reading was 130 mg/dl and the bg meter reading was 35 mg/dl. The patient was treated with ¿IV sugar¿ (dextrose) and regained consciousness after 10 minutes. The patient was not transported to the hospital. Before ems left the patient, her cgm was reading 300 mg/dl and the bg meter reading was 129 mg/dl. Later the same evening, the patient had another inaccuracy (same sensor) where the cgm reading was 117 mg/dl and the bg meter reading was 58 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.